Event description:
Cassette tested fine, in the middle of 3 different procedures the cassettes lost vacuum. Doctor noticed a leak in the tubing and bubbles in the cassette chamber on all 3 cases. They changed the cassettes and had no problems. There was no pt injury reported.